Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported an increase in rainbow glare from patient during their post-operative period. The doctor estimates one out of ten cases results in rainbow glare. The doctor asked clinical applications specialist if energy settings on the femtosecond laser could be adjusted to help address this issue. It is reported that the femtosecond laser functioned as expected during surgeries. The surgeon is very please with the lifting of the flaps and minimal incidence of opaque bubble layer.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the reported events. No technical root cause could be determined for the reported event of opaque bubble layer. With current information, a device malfunction could be excluded. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. The doctor did not have any patient information but noted that since the laser spot and line settings were adjusted, no new issues have resulted.